Event description:
Seat fell off of unit. Customer had been advised by two letters not to ride the unit until the seat lift actuator was repaired. No medical attention sought.

Manufacturer narrative:
Service center to repair unit in 2008, as this is part of an ongoing recall.